Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011; inratio: 5.6; lab: 4.1. Lab draw was taken immediately after the fingerstick. Pt's therapeutic range: 2.5-3.5.